Manufacturer narrative:
The field service engineer (fse) determined the alignment of the pick and place (pnp) was incorrect, causing both the pick and place error message (with clean empty vessels) and the splashing of serum from full vessels (no error message) on the collett (ejector piston). The fse realigned the system to the correct specifications and resolved the issue. (B)(4).

Manufacturer narrative:
Correction:upon further review, beckman coulter determined that if the malfunction was to recur on this or a similar device, it is highly unlikely that it could result in a death or serious injury. This event is determined to be not reportable.

Event description:
The customer reported intermittent pick and place still detects placed vessel: dual gantry pick and place system messages involving unicel dxc 660i synchron access clinical system. This system message is generated in response to a clean empty sample vessel that has stuck to the collett (transfer arm/pick and place) and was not placed in the transfer shuttle. Patient results were not impacted and there was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.